Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2026, explanted: (B)(6) 2026. Product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2026, explanted: (B)(6) 2026. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pain was experienced at the implantable neurostimulator (ins) site. The patient complained of pain at the implant site and requested removal of the leads and generator. The physician removed the system, including both leads and the generator, and discarded them after explantation. No patient complications have been reported as a result of this event. Manufacturer representative (rep) indicated they are awaiting more information since no rep was present during explant. The rep indicated they would send any further information as they become aware.